Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a scheduled follow-up on (B)(6) 2017, it was not possible to interrogate the subject ICD with the inductive telemetry head. Different positions of the telemetry head above the device were tested, but no green leds appeared. Interrogation was reportedly unsuccessful with two different programmers. Preliminary analysis results confirmed an inductive telemetry blockage. Recommendations to evaluate device replacement have been sent on (B)(4) 2017.

Event description:
Reportedly, during a scheduled follow-up on (B)(6) 2017, it was not possible to interrogate the subject ICD with the inductive telemetry head. Different positions of the telemetry head above the device were tested, but no green leds appeared. Interrogation was reportedly unsuccessful with two different programmers. Preliminary analysis results confirmed an inductive telemetry blockage. Recommendations to evaluate device replacement have been sent on 16 february 2017.

Manufacturer narrative:
Reportedly, the ICD was explanted on (B)(6) 2017. The ICD was returned for analysis.

Event description:
Reportedly, during a scheduled follow-up on (B)(6) 2017, it was not possible to interrogate the subject ICD with the inductive telemetry head. Different positions of the telemetry head above the device were tested, but no green leds appeared. Interrogation was reportedly unsuccessful with two different programmers. Preliminary analysis results confirmed an inductive telemetry blockage. Recommendations to evaluate device replacement have been sent on (B)(6) 2017.